Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation. It was occurring daily. There was no trauma or fall that could be related to this issue. The patient had checked their device with the patient programmer (pp). She did not feel stimulation and when she tried to use the pp to verify stimulation was on, she was currently at 7.90 but when she tried to increase stimulation she would get an error. Troubleshooting could not be performed due to lack of access to the product. The issue occurred on the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.